Event description:
Caller reported a malfunction on pump, identified as malfunction 16. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, but malfunction persisted, leading to decision to replace pump. Caller will use multiple daily injections as backup therapy. Customer was informed about replacement process, including required training and return instructions for the defective pump, which they acknowledged. Replacement pump was sent by technical support.